Event description:
It was reported that during a lap colon procedure, no function. Generator shows instrument error. Took new instrument to complete case. No further info is available. No pt consequences.